Event description:
It was reported the customer passed away on (B)(6) 2015. The caller reported the customer may have passed away at home or on the way to the hospital. The cause of the customer's death was from type 1 diabetes. The customer's blood glucose was 35 mg/dl at the time of their passing. It was reported the customer experienced low blood glucose before the paramedics were called. The caller also reported the customer had kidney failure and was put on dialysis before their passing. It was found the customer was not wearing their insulin pump at the time of death. The insulin pump was removed from the customer for an unknown period of time before their passing. The caller reported the customer was on insulin pump therapy for one week before stopping due to kidney dialysis. The customer did not use sensors and was not wearing one at the time of their death. The customer's insulin pump will not be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.